Event description:
In 2002, the patient reported no sound while using the device. 1 week later, the patient was seen at the implant center for device evaluation. Testing confirmed that the device was no longer functioning. The device was explanted. The patient was reimplanted with another clarion device.